Manufacturer narrative:
The affected device was checked on site by the customer after the incident. A check of all sealings did not reveal any deviations and there was no indication of a technical malfunction. Since the device was already equipped with a new o2 cylinder at this time, the cylinder could not be checked. A complete functional test of the device was not possible because the device was kept locked. Further questions regarding the initially reported whistling noise and its origin could not be answered by the user. According to the user, the cylinder pressure was read on the alduk and the device generated an alarm that the supply pressure was insufficient. Based on the available information, the root cause of the reported issue could not be identified. In general, the cylinder pressure display of the alduk pressure reducer shows a pressure of 0 bar if the cylinder valve is not sufficiently opened. In the event of a lack of gas supply, the device gives a visual and audible alarm with the alarm message " supply pressure low" and no longer provides adequate ventilation. In this case, the operating instructions stipulate that an alternative ventilation option must be available. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
During a transport a patient became respiratory insufficiency. Device operated in CPAP mode via niv, the patient is desaturated with an o2 bottle full of 150 bar, which was suddenly empty. (It started with 200 bar) then the device was connected to the o2 wall supply. The patient could be ventilated again, but the device whistled loudly, in the area of the rear wall. An obvious o2 leak could not be detected. Thereupon completion of the transport with a new oxylog. The device was checked on the station with a new o2 bottle. There was no abnormality here. No further patient consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
During a transport a patient became respiratory insufficiency. Device operated in CPAP mode via niv, the patient is desaturated with an o2 bottle full of 150 bar, which was suddenly empty. (It started with 200 bar) then the device was connected to the o2 wall supply. The patient could be ventilated again, but the device whistled loudly, in the area of the rear wall. An obvious o2 leak could not be detected. Thereupon completion of the transport with a new oxylog. The device was checked on the station with a new o2 bottle. There was no abnormality here. No further patient consequences were reported.